Event description:
End user reports he came down with a 104 degree fever and was diagnosed after urine culture with a uti "that knocked him on his butt" and just zapped his energy. He was given a treatment antibiotic course (name unknown) and so far feels better but still regaining his energy. No photo available. No additional information was provided.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092 . Manufacturing site: 3005471919.